Event description:
It was reported that during a bowel resection, the device would deploy some staples but not all of the staples. There were unformed staples. The case was completed with hand sewing. There was no consequence to the patient.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.